Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported patient underwent a bilateral partial knee arthroplasty on (B)(6) 2006. Subsequently, patient underwent a right knee revision procedure on (B)(6) 2007 allegedly due to inflammation, swelling, pain and fluid. It was further reported that on (B)(6) 2014 patient underwent a revision procedure of the left knee due to loosening and burning sensation after long periods of standing. Components were removed and replaced with competitor product during both revision procedures. A review of the invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision procedures and which components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿material sensitivity reactions." Number 20 states, "persistent pain." This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2014-05305/05308 & 05505).

Manufacturer narrative:
This follow-up report is being filed to relay correct right knee revision procedure date.

Event description:
It was reported patient underwent a bilateral total knee arthroplasty on (B)(6) 2006. Subsequently, patient underwent a right knee revision procedure on (B)(6) 2007 allegedly due to inflammation, swelling, pain and fluid. It was further reported that on (B)(6) 2014 patient underwent a revision procedure of the left knee due to loosening and burning sensation after long periods of standing. Components were removed and replaced with competitor product during both revision procedures. A review of the invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision procedures and which components were removed and replaced.

Event description:
It was reported patient underwent a bilateral total knee arthroplasty on (B)(6) 2006. Subsequently, patient underwent a right knee revision procedure on (B)(6) 2007 due to alleged inflammation and fluid. It was further reported that on (B)(6) 2014 patient underwent a revision procedure of the left knee due to loosening and burning sensation after long periods of standing. All components were removed and replaced with competitor product on (B)(6) 2014. A review of the invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision procedures and which components were removed and replaced.